Manufacturer narrative:
Records indicate this system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to oversensing while changing a lightbulb. No changes were made to the system or programming at that time. It was later reported that the patient had received another inappropriate shock approximately one year and four months later. The patient had been having a seizure at the time of the shock. Technical services (ts) discussed possible tetany and programming options. No adverse patient effects were reported.